Event description:
The patient reported that the v-go fell off after 30 minutes, 5 days ago. The patient confirmed that she has been under the v-go therapy for 5 days. The patient cleans the area properly with alcohol and let it dry. The patient informed that she is using the v-go on her abdomen and changes sites. The patient confirmed that she sweats a lot.